Event description:
While closing the vaginal cuff laparoscopically with the autosuture endostitch, the "0" polysorb suture needle broke. This is the second time that this had happened while closing the vaginal cuff. The neelde broke in half and it was not recovered, but x-ray and clinical correlation confirmed that it was still in the vaginal tissue.